Event description:
The patient's father reported that the pump is unresponsive. The patient was performing a routine battery change and following replacement the pump would not power on. The patient tried four new batteries from different packages with no change. The patient confirmed that the battery was being inserted correctly. No signs of damage to the battery cap or pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the pump was unable to power on. The pump was opened and the power flex circuit was found to be damaged. The negative battery terminal was found to be delaminated.